Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that while addressing a separate issue pertaining to the patient's device longevity it was observed that a potential lead insulation issue may have occurred as changes in lead measurement within the data reviewed was observed. The patient is currently in the hospital due to an unrelated terminal illness. This lead is still implanted and in service. No patient adverse effects were reported. The next course of action for this lead is currently undecided until the patient health improves. When additional information surrounding this event is received, an updated report will be submitted.